Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation

Event description:
Notification received via national competent authority regarding an incident reported by the hospital (B)(6). 2 days after fusion l1-s1 (inl. Tlif) on (B)(6) 2015 rod dislocation at screw s1 left occurred. Surgery changing rod and screw required. Nca (ages) reference number for further communication and response: (B)(4). Update 25 nov 2015 : harm to patient: pain after the first surgery, revision surgery took place 10 days after the initial procedure. At this revision surgery, one rod and all innies on the affected side were replaced by new ones. Additional info: this was a l2 - s1 fusion, two days after the initial surgery the patient reported pain and a "sratching noise" at the surgery site. CT image was taken and showed that in one of the s1 screws, the rod had moved. Thus, the revision was scheduled.